Event description:
On attempting a trial prosthesis reduction, one of the femoral components became detached from the stem and disappeared into the pt's wound. The component was left inside the pt's ileum.